Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during the patient's implant surgery, the surgeon was tunneling the driveline. The tunneling tool was reportedly secured in the tunneling adapter with no visible yellow line; however, the tool disconnected out of the adapter, exposing the internal driveline pins to the patient's body fluids and subcutaneous fat. The pump was removed and exchanged. The patient was stable following the implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of (B)(6) identified no device issues with the tunneling adapter or inline connector. (B)(6) was returned with the pump cable intact with the tunneling adapter secured to the inline connector. The modular cable was not returned. The sealed outflow graft (ofg) was returned attached to the pump cover outlet port, without the outflow graft clip. The outflow graft bend relief was returned attached to the graft attachment. The apical cuff was not returned. The tunneling adapter was removed and screwed back onto the inline connector. The adapter was pulled and did not show any evidence of loosening, remaining tight around the connector during the test. The adapter was not able to be pulled off despite manipulation in multiple directions and did not wiggle around the threads. The threads of the adapter and connector were re-inspected and showed no evidence of damage. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed no adhered depositions or thrombus formations. The device was cleaned, rebuilt, and functionally tested under load conditions. The pump was connected to and operated on an hm3 functional tester according to the hm3 lvad calibration and functional test procedure. The device operated as intended and the retrieved data revealed normal pump power consumption and flow estimation that was within manufacturing specifications. Log files were retrieved from (B)(6). Events consistent with pump explant were captured on 08aug2022. No atypical events were observed. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) (rev. C) is currently available. Section 5 entitled "surgical procedures" describes how to attach the tunneling adapter and how to create the driveline exit site. This document also instructs the user to confirm that the yellow line on the tunneling adapter is fully covered for a secure connection. No further information was provided. The manufacturer is closing the file on this event.